Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined backup insulin therapy follow-up with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.